Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and overnight hospital stay. The target nodule was 17 millimeters in size and located in the left upper lobe, close to the pleura and on the margin of the lung. Biopsy tools utilized included a 21g flexision needle. The procedure was completed as planned with no delays. Upon waking up, the patient complained of chest pain, and a chest x-ray was performed. A large-sized pneumothorax was identified, and a chest tube was placed to resolve it. The patient was given oxygen treatment and admitted for 3 days, then the chest tube was removed, and the patient was discharged home. The physician believed that the pneumothorax occurred due to the location of the nodule. The ion product contributed partly because of the decreased visibility from bloody secretions (estimated blood loss 5 milliliters) impeding clear visualization and resultant divergence from the time delay. Additionally, the atelectasis probably changed the pleural border margin estimate. The physician believed that the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax and negligible bleeding cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.